Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr device was returned for analysis within a shipping box and a biohazard plastic pouch. Damage location details: the solitaire fr device was returned within its introducer sheath. No damage was found to the introducer sheath. No bends or kinks were found on the pusher. The stent¿s marker coil was found bent and pushed up against the proximal marker glue dome covering the attachment zone. The stent was found still attached to the pusher. The stent¿s non-working length tear drop strut was found bent. The stent¿s middle and working length were found to be in good condition. Testing/analysis: the solitaire fr device was pushed out from within its introducer sheath with no resistance. The solitaire fr device could not be used for resistance testing with an in-house catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s ¿stent stuck in catheter hub¿ report could not be confirmed as there were no issues pushing the stent out from within its introducer sheath. In addition, an in-house testing could not be performed due to the damage observed on the stent¿s marker coil and the non-working length tear drop strut. Potential causes of ¿stent stuck in catheter hub¿ include use of an incompatible catheter, catheter damage, rhv loose during delivery, introducer sheath damage, or sheath is not fully seated in hub. No damage was observed to the introducer sheath; therefore, introducer sheath damage was excluded from this factor. The catheter used in the event was not returned; therefore, catheter damage could not be assessed. The customer reported that rhv was secured and that the sheath tip was seated in the microcatheter hub, making these factors unlikely contributors. The customer reported that ¿solitaire fr stent could not pass through the non-medtronic 0.021 microcatheter¿ (ton- bridge medical 21 microcatheter). The catheter used in this event was not returned; however, the ton-bride medical 21 microcatheter used with solitaire fr-6-30 was found not compatible as it has an inner diameter of 0.021¿. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. In this event, it is likely that use of an incompatible catheter contributed to the stent becoming stuck in the catheter hub. Advancing the solitaire fr device against resistance may have resulted in the observed damage to the marker coil and the non-working length tear drop strut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was found that a solitaire fr stent could not pass through the non-medtronic 0.021 microcatheter despite multiple attempts the stent was replaced with a new stent of the same model to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing a thrombectomy surgery for treatment of a ischemic stroke in the m1 location. It was noted the patient's vessel tortuosity was normal. The patient's baseline modified rankin score (mrs) was 0 and was 0 post-procedure. The national institutes of health stroke scale (nihss) score remained mild but increased from a baseline score of 0 to 1 post-procedure. The thrombolysis in cerebral infarction (tici) score remained the same, 0 at baseline and post-procedure. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved 2-3 passes with the device. The stroke onset to reperfusion time was 4 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included ton-bridge medical 21 microcatheter. Additional information received. The cause of the resistance was not determined. Resistance was encountered at the hub of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter, and the rhv was secured during delivery.